Manufacturer narrative:
Samples were received for evaluation by our quality engineer team. Upon examination, evidence of skiving and a small v-shaped cut in the catheter tubing were observed. Leakage occurred due to a cut made in the catheter tubing by the cannula (needle). It cannot be determined whether this defect was created during the manufacturing process when the catheter adapter subassembly is inserted onto the needle subassembly, or if it occurred during use from reinserting the partially retracted cannula into the catheter tubing. Therefore, a definite root cause cannot be determined. DHR review - all relevant samples and challenges were performed per specification and in accordance with the in-process sampling plan on this batch. The defect was due to a cut created in the catheter tubing by the cannula, although it cannot be determined whether the damage occurred during the manufacturing process or while in use. During the manufacturing process, this defect could occur at zone 5 stations 20 and 30 where the catheter adapter subassembly is pushed onto the cannula subassembly if the cannula tip nicks the catheter tubing without creating a full spear-through of the tubing. Rm 5796 rev 13(l) nexiva p-eura has identified damage to parts resulting in leakage as a failure mode and has assessed the associated risks. Rm 5769 rev 12(k) nexiva a-eura has identified spear through catheter with needle due to clinician recannulation as a failure mode and has assessed the associated risks. Based on the customer's verbatim description, the effects of this defect were minor leakage that did not require medical intervention and two or more piv insertions, both of which have a limited severity of s2. Occurrence of this defect for this batch is remote (=10 ipm). With remote occurrence and limited severity, the risk to the end user is acceptable. Sample analysis - visual/microscopic examination revealed evidence of skiving and a small v-shaped cut in the catheter tubing near the nose of the adapter. The unit underwent leak testing, and leakage was observed at the cut. The customer's experience was confirmed and reproduced by the returned used unit. Leakage occurred due to a cut made in the catheter tubing by the cannula (needle). It cannot be determined whether this defect was created during the manufacturing process when the catheter adapter subassembly is inserted onto the needle subassembly, or if it occurred during use from reinserting the partially retracted cannula into the catheter tubing. Root cause is indeterminate. Root cause is indeterminate. Severity is limited and occurrence remote. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd nexiva¿ closed IV catheter system leaked during use. There was no report of exposure to mucous membranes, injury or medical interventions.